Manufacturer narrative:
Zimvie complaint number cmp- (B)(4). A2: age and date of birth unknown / not provided; a4: patient weight unknown / not provided; e1: email unknown / not provided.

Event description:
It was reported, that the dental implant located in position number (B)(6) failed, because it fractured at the head. The doctor reports, that the procedure was not concluded by placing another implant.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One tsv implant (tsv4h10) was returned for investigation. Visual evaluation of the as returned product identified a fractured collar. DHR review for the lot: (1242938) had revealed no deviations nor non-conformance's which could have caused or contributed to the reported event. All products were conforming at the time they left zimvie. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot: (1242938) and no similar event or complaint was found. The customer did not submit images/x-ray for the reported event. Review of appropriate documentation: documents reviewed: instructions for use: tapered screw-vent and trabecular metal implants, ifu4869 rev 9-10/19. Information identified: contraindications, precautions, and adverse effects. Per the applicable IFU, it is stated that improper techniques, severe bruxism, clenching, and overloading, may cause component fracture. Based on the investigation and risk management file review, the most likely root causes determined from the investigation are external factors (patient¿s condition). Therefore, based on the available information, device malfunction did occur, and the reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H10: added manufacturer narrative.